Event description:
On july 5th, the user contacted dario to report high blood glucose (bg) readings. The user reported that for two days, her dario meter showed bg readings of over 400 mg/dl. Due to these high readings and after receiving a reading of 487 mg/dl, the user reported that she then went to the ER where her bg level was tested with the hospital's meter and an additional meter and was found to read 85 mg/dl compared to a reading in the high 400 mg/dl range with the user's dario meter. The user reported that she replaced the cartridge of strips with a new cartridge, however she still received high bg readings. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.